Event description:
During a wrist arthroscopy using a microcaps arthrowand, the patient sustained a second degree burn four centimeters in diameter at the 6u (irrigation) portal and skin irritation, where the irrigation had dripped down her wrist. The patient burn was treated with silvadene cream.

Manufacturer narrative:
The device is reported as being discarded, and will not be returned for investigation. A follow up report will be completed after a device lot history review has been completed. It was reported that there was no continuous outflow during the procedure. The instructions for use state: "failure to provide proper suction may result in physician or patient thermal injury."